Event description:
It was observed during device evaluation, that the colonovideoscope displayed an e315 unsupported scope error message. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the e315 error message was corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.